Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in the duodenum to treat a stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the delivery system damaged the jacket of the guidewire and got stuck. The delivery system was removed and when attempting to remove the guidewire, the catheter broke and the stent fully deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. The stent was deployed in the correct location and the physician is comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted in the duodenum to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a stricture. It was reported that the axios prematurely deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent must only be placed using the delivery system provided.

Manufacturer narrative:
(B)(4). The delivery system has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The delivery system has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in the duodenum to treat a stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the delivery system damaged the jacket of the guidewire and got stuck. The delivery system was removed and when attempting to remove the guidewire, the catheter broke and the stent fully deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. The stent was deployed in the correct location and the physician is comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted in the duodenum to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a stricture. It was reported that the axios prematurely deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent must only be placed using the delivery system provided.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The delivery system was returned in position 2. Visual examination found the inner sheath was detached and stuck in the guidewire. The sheath was returned kinked. An x-ray inspection was performed and the inner copper cable was detached. No other issues were noted to the delivery system. The reported event of stent premature deployment could not be confirmed; the reported event occurred during the procedure and could not be functionally/visually verified. The reported event of device interaction with another device was confirmed; it was observed that the inner sheath was stuck in the guidewire. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU states "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall." The hot axios stent is not indicated to treat a stricture. Furthermore, the stent must only be placed using the delivery system provided. However, it was reported that the physician "folded" the stent into the scope after the stent prematurely deployed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, limited the performance of the device and contributed to the damaged guidewire jacket, the stuck inner sheath, and the kinked sheath. Continuing to deploy the stent may have led to the detached inner sheath and copper cable. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was implanted in the duodenum to treat a stricture during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the delivery system damaged the jacket of the guidewire and got stuck. The delivery system was removed and when attempting to remove the guidewire, the catheter broke and the stent fully deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. The stent was deployed in the correct location and the physician is comfortable leaving the stent in place. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be implanted in the duodenum to treat a stricture. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The stent is not indicated to be placed to treat a stricture. It was reported that the axios prematurely deployed outside the patient. The physician "folded" the stent into the scope, used biopsy forceps to push the stent out of the working channel and deployed the stent inside the patient. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent must only be placed using the delivery system provided.